Manufacturer narrative:
The insulin pump alarmed during self test and was unable to communicate with the test blood glucose meter due to a faulty electrical component on the radio frequency board. The insulin pump was received with normal operating currents and passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. The insulin pump had minor scratched lcd window, scratched case, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test. The customer's blood glucose reading was 161 mg/dl at the time of incident. Troubleshooting advised customer that the device would be replaced and to return the product for analysis.